Event description:
It was reported that patient underwent primary oxford surgery on an unknown date. Revision procedure of the bearing was performed on (B)(6) 2013 due to acl repair. No further information has been received.

Manufacturer narrative:
Additional information was received including item and lot number. Item brand name, expiration date and manufacture date were also added to this report.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The product identification necessary to review manufacturing history was not provided.